Manufacturer narrative:
Model number/catalog number: 72400024, serial number: (B)(4), batch/lot number: 166485010, gtin: (B)(4), description balloon fgs 61-70 cm, expiration date 02/21/2022. Manufacturer date 02/21/2017. Model number/catalog number: 72404127, serial number batch/lot number: 170304005, gtin: (B)(4), model/catalog description: control pump fgs iz, expiration date 03/28/2018. Manufacturer date 03/28/2017.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurrent sui due to the decreased urethra size. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. The patient was stable following the procedure and the event resolved.